Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): several conductors distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was tissue on the helix; the analyst noted that the blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed; full lead returned and analyzed. (B)(4): inner insulation kinked buckled, all conductors were distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was tissue on the helix; the analyst noted that the blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed; full lead returned and analyzed. (B)(4): lead stretched and the distal conductor was distorted; full lead returned and analyzed.

Event description:
T was reported that the patient admitted to the emergency room after receiving 32 inappropriate shocks due to oversensing. A chest x-ray revealed dislodgement of all leads, with the right atrial lead pulled back into the pocket, and the ventricular leads in the high right atrium. The patient was noted to have twiddler syndrome. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.